Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 4 infusion set leakage event since past month and last event on 24-may-2024. The infusion set was in use for less than an hour for ll events. The leak was at site. No further information available.